Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and per the account the reported image resolution poor resulting in single leaflet device attachment was due to procedural conditions associated with sub-optimal imaging. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. Imaging was noted to be difficult due to the imaging equipment and failed intracardiac echocardiography (ice) for confirmed insertion. Two clips were implanted. The final tr grade was 2-3. On an unknown date during a follow-up echocardiogram (echo) a single leaflet device attachment (slda) was observed on the second clip. The tr grade remained at 2-3. The clip was believed to have detached from the septal leaflet, but it could not be confirmed. A second clip intervention has not been performed, but will be scheduled.